Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level. Customer's blood glucose level was not reported. The insulin pump was not delivering insulin. The customer went to the emergency room due to a high blood glucose and was released after her blood glucose came down. However, later that night she went back to the emergency room because her blood glucose was high again and was admitted to intensive care unit. She had a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The hospital advised her to stop using the insulin pump and has been using a backup plan since then. The device was not returned.